Event description:
The customer reported the ventilator alarmed and stopped working while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Upon review of the ventilator's diagnostic log history an o2 valve stuck closed occurrence was noted prior to the reported event date. The customer did not report the occurrence during any previous usage or when it occurred. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician was unable to duplicate the o2 valve stuck closed occurrence. Performance verification testing was completed and passed to operating specifications.